Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display and a watchdog timeout alarm. The customer¿s blood glucose level was 278 mg/dl at the time of the incident and treated with 2 units of a manual injection. The customer declined troubleshooting for the high due to eating dinner and 2 hours later the blood glucose level was 188 mg/dl. The customer reported dropped the insulin pump and the screen is black. The customer stated right after insulin pump was dropped alarm was received. The customer did troubleshoot the issue and the screen continues to be blank. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: pump had full segment display. Unable to perform idle current test, run current test, self test, off no power test, unexpected alarm error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify alarm due to full segment display. No blank display noted. Pump had minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
The correct information has been provided with this report.